Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, and malposition are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate, in addition to procedural factors (manipulation of the devices), patient factors (female gender, advanced age, moderate valvular calcification, severe ventricular septal hypertrophy) likely contributed to the ventricular perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 23mm sapien 3 valve and commander delivery system were prepared with nominal volume. As the delivery system was crossing the aortic arch, pericardial effusion ¿remarkably¿ increased and the blood pressure (bp) suddenly dropped to 30 mmhg. The left ventricle was perforated by the guidewire and cardiac tamponade was observed. The sapien 3 valve was immediately deployed, landing in a canted position of 90:10 aortic/ventricular (a/v) on the non-coronary cusp (ncc) side and 70:30 a/v on the left coronary cusp (lcc) side. No paravalvular leak (pvl) or adverse event related to the canted valve position was reported. Per medical opinion, the valve position was in the ¿desired¿ range and no actions were required. Percutaneous cardiopulmonary support (pcps) was initiated. The cardiac tamponade was resolved with pericardiocentesis via a median sternotomy. The bp then gradually increased to 60 to 70 mmhg. The perforation of the left ventricle sidewall was reinforced with pledgets and closed by simple suture technique. Following manual compression, the chest was closed. The patient was transferred to the ICU on intra-aortic balloon pump (iabp) support and pcps. Post procedure, the patient remained in stable condition. Extubation was planned for postoperative day (pod) 7. The valve remains implanted in the patient. Information regarding the native annular diameter was not provided. Moderate valvular calcification and mild aortic root calcification was reported. The delivery system was discarded following the procedure.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, and malposition are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate, in addition to procedural factors (manipulation of the devices), patient factors (female gender, advanced age, moderate valvular calcification, severe ventricular septal hypertrophy) likely contributed to the ventricular perforation. Although the cause was not confirmed, in addition to the procedure itself, patient factors (moderate valvular calcification, severe ventricular septal hypertrophy) likely contributed to the deployment of the valve in a canted position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.